Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828810pl) was implanted on (B)(6) 2021 with setting 7 of 38mmh20. During a clinic check up the valve was found to be "stuck". There were several attempts to change/unstick the valve to the desired setting. On (B)(6) 2023 , the decision was made to explant the valve and test the components to find the cause of the issues. Ventricular catheter was checked and was confirmed operational with an icp of 16 based on manometer reading. Peritoneal catheter was checked and confirmed operational from manometer. The valve was explanted tested at 110 mmh2o. A new valve was implanted at setting 4 = 110 mmh2o.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve (ID 828810pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.